Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a72400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient has not been feeling stimulation for the last couple days and has been in a lot of pain. During the call, caller stated that there was a message on the top service code 338. Agent walked caller through closing all apps and going back to the patient therapy application. Agent reviewed to follow up with their managing hcp and representative about the lack of relief from stimulation.